Event description:
The customer reported a speaker malfunction of the intellivue x3. It is unclear if a speaker malf. Inop was displayed and if there was any sound coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.